Event description:
On (B)(6) 2015 our (B)(6) affiliate received a report via fax from an eye care professional (ecp) who advised that a patient was seen at the clinic complaining of redness, pain and eye tearing on (B)(6) 2015. The patient (pt.) Was diagnosed with corneal ulcer and secondary iritis od. It was reported that the pt did not have any regular eye check-ups. The pt was reported to have used the 1-day acuvue trueye contact lens as an extended wear. The ecp refused to provide any additional information. The lot # is unknown and the product is unavailable for return for evaluation. No additional information is expected. If any additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.